Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that they woke up this morning and their incision site was raised, red, and warm to the touch. Caller stated that they spoke with their doctor and they sent them an antibiotic to be on the safe side to make sure there was no infection. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated that they hcp scheduled an appointment next tuesday to check the incision, but the main post op is on (B)(6). Patient reported pain at incision site. On 2025-apr-04, additional information was received from the hcp. They reported that there was no device issue and it was a possible infection concern. The cause of the incision site being warm to the touch was determined to be the start of an infection near the incision site. As resolution, they started the patient on an antibiotic for 7 days and follow up after course of antibiotics was on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.